Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply connector was adjusted during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 2600 sys would not boot up, and the table would not turn on. No pt injury was reported.